Manufacturer narrative:
A medical review was performed on the patient's treatment sheets and medical records provided. A large intra-peritoneal volume drained at drain 1. There was no adverse event associated with this reported large drain volume. The device is currently undergoing evaluation.

Event description:
Treatment data indicates that the previous ccpd treatment ended with a last fill of 2203 ml. Patient reported she did a manual peritoneal dialysis exchange during the day with draining 2500 ml then filed with 2000 ml. Later in the day, the patient set up the cycler with two 5000 ml solution bags and the ccpd treatment was started. Drain 0: 1368 ml. Fill 1: 2501 ml. During the dwell, patient did a stat drain due to feeling "really full and back pain." Drain 1: 6820 ml. Fill 2: 1743 ml and treatment was stopped. Patient then did a manual drain post treatment and obtained 3900 ml. Patient states that the heater bag is almost empty. Patient reported having fill complication and m65 scale reading alarms during fill 1 and 2. Patient's pd nurse reported patient had no adverse effects as a result.